Event description:
It was reported that during use, the patient temperature indication was suddenly changed below 30 degrees celsius or less in the temperature sensing cable, and the patient temperature cannot be measured correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for diagnostic purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be "input female connector wears out". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for use with bard temperature-sensing products and accessories." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the patient temperature indication was suddenly changed below 30 degrees celsius or less in the temperature sensing cable, and the patient temperature cannot be measured correctly.